Event description:
Coiling of an ica aneurysm, measured approximately 10mm. It was reported physician chose x-6-20-t10 md as 4th coil. Physician deployed coil partially in the aneurysm coil mass and needed to reposition. Upon attempt ot reposition coil. Physician noted that the coil "locked". Physician noted he lost 1:1 push/pull, the coil then stretched. And broke. Coil breakage left about 10cm of the distal end of the coil hanging out of the aneurysm coil mass and into the parent artery. Attempt to retrieve broken coil with microvena snare was unsuccessful. No complications were reported to have occurred with the patient as a result of this event.